Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer suspected infusion set was cause of occlusion and changed it out; pump was functioning as intended at the time of the report. As pump supplies were changed, tandem technical support could not troubleshoot. Customer's blood glucose (bg) was 527 mg/dl and a bolus was delivered to address bg.